Event description:
It was reported during dialysis treatment, an injection into one catheter lumen of this dialysis catheter revealed back flow into the other catheter lumen. This interlumen leak is believed to have resulted in the administration of an excessive amount of heparin. The pt's partial thromboplastin time became greater than 150 units, which alerted the physician the pt had developed a bleed. The pt developed bleeding and infection at the insertion site and became septic. The pt bled into a newly placed arm graft, rendering the graft useless. The graft was not removed. The pt experienced an elevated temperature of 104 degrees fahrenheit. The dialysis catheter was removed and the pt was treated with femoral dialysis for 10 days to 2 weeks. Another dialysis catheter was then placed. The pt's condition is stable and has since been discharged. This device was destroyed by the user facility. Therefore, no failure analysis will be available.